Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15977. It was reported that the patient presented in clinic upon developing an infection. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable.